Event description:
Customer reported that during administration of magnesium via secondary infusion with primary bag properly lowered, magnesium appeared to be infusing too rapidly. Noted primary drip chamber was completely full with bubbles rising in tubing. Staff was unsure if pt had received all previous magnesium doses, so magnesium level was drawn. (Lab results requested but not provided.) Set has been received. A follow-up report will be filed upon completion of investigation.

Manufacturer narrative:
(B) (4). (B) (4).